Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated on an alinity c processing module. Results provided as follows: (customers reference range 130-145 mmol/l): sid #: (B)(6). On (B)(6) 2022. Initial result: 111 mmol/l (no errors generated); repeat result: 141 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The instrument service history review revealed zero additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified. Additional information: d10, h4.